Event description:
As described by the customer ls monitor failed to pace a critical patient. The monitor was showing "check ECG cables". Troubleshooting showed no change per crew. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received and investigation has progressed.

Event description:
As described by the customer ls monitor failed to pace a critical patient. The monitor was showing "check ECG cables". Troubleshooting showed no change per crew.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that monitor failed to pace a critical patient. Monitor was showing "check ECG cables". The reported problem was unconfirmed. According to r&d - a lot of "lead off" events with varying durations (1 to 60 seconds) were registered in the logs. During which, the pacer menu was disabled.based on the logs, there was nothing related to "error 26" case. Due to the defib pads or ECG electrodes not being correctly placed or the cable connectors were loosely connected to the device. There were also moments where pacing was possible but was simply never started by the operator. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
Product information updated. Contact office updated. Investigation results are unchanged.